Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred during power up. It is unknown if there was patient involvement, however, no patient injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).